Manufacturer narrative:
Concomitant medical products: product ID ascenda_cath, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed a feedthru anomaly of the motor, specified as shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased pain and was taking ¿or¿ medication. The pump logs indicated multiple motor stalls and recoveries had occurred starting on (B)(6) 2014 at 13:57 into (B)(6) 2014. A final stall occurred on (B)(6) 2014 at 18:49 which had not recovered. No tube set message was noted. The patient had not had a magnetic resonance imaging (MRI) recently. Rotor and dye studies were not performed and the cause of the motor stall was undetermined. There was no patient injury. The pump was replaced and the patient was doing well, receiving effective therapy and recovered without sequelae. The pump delivered fentanyl, clonidine, bupivacaine, and compounded baclofen. If additional information is received, a follow-up report will be sent.